Manufacturer narrative:
Method: a sample device from the same reported lot number is anticipated to be returning to halyard for analysis; however, the device has not been received. The device history record (DHR) review is in process for the reported lot number. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 230ml. Flow rate: 5ml/hr. Procedure: chemotherapy. Cathplace: unk. Report 3 of 4; reference: 2026095-2014-00232/(B)(4), 2026095-2014-00246/(B)(4), 2026095-2014-00248/(B)(4). Patient 3: it was reported by a pharmacist that four incidents of fast flow occurred using the c-series homepumps. Patient four had chemotherapy infused and the infusion was expected to run over a 46 hour time period. The infusion was finished in 12-14 hours earlier than expected. The reporter indicated that there was no specific treatment dates nor patient information available; in addition, there was no patient injury or medical intervention required. The device was reported to be discarded; however an unused companion sample from the same lot number was available for return to halyard for analysis.